Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for ischemia post-operatively. The exact root cause cannot be determined. The likely cause was determined to have been excess tamping resulting in anchor deformation and embolization. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A3b: gender: n/a. D6b: explanted date: explant date is unknown. E3: occupation: director - cardiac cath lab. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the after a diagnostic angiogram, the involved 6 fr angio-seal vip was used for vascular closure. The patient was discharged but later developed a cold limb. Patient is currently scheduled for surgery to try and retrieve the footplate and or analyze the issue. The type of procedure performed was a diagnostic angiogram. The event occurred post-operative. The event results did result in patient injury and medical/surgical intervention was needed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 05 mar 2024: the surgery took place at a different facility on (B)(6) 2024. Additional information was received on 20 mar 2024: terumo medical received FDA medwatch report # 4600100000-2024-8006. The event description states: post angio-seal's deployment, the patient developed a cold limb. They were readmitted a few days later and surgical intervention was performed to restore flow. No evidence of collagen inside the right femoral artery. Device malfunction, the device did not do what it was supposed to do.